Event description:
It was reported to boston scientific corporation that a 10x40 wallflex fully covered biliary stent rmv was intended to be used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the preparation, the physician found that the stent was already deployed in the package. The stent was not used. The procedure was completed with another 10x40 wallflex fully covered biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.

Event description:
It was reported to boston scientific corporation that a 10x40 wallflex fully covered biliary stent rmv was intended to be used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the preparation, the physician found that the stent was already deployed in the package. The stent was not used. The procedure was completed with another 10x40 wallflex fully covered biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.

Manufacturer narrative:
Reported event of stent deployed prematurely. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: device analysis determined that the condition of the returned device was consistent with the complaint incident. A deployed wallflex biliary stent and delivery system were received for analysis. A visual examination of the returned device noted that the distal handle had been retracted past the limit marker. No issues were identified with the profile of the stent or the catheter. Given the event description and the condition of the returned device, a definitive root cause for the reported failure could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.